Manufacturer narrative:
On (B)(4) 2019 haemonetics was made aware of a pcs2 device in which the customer's technician observed a visible smoke with a burning smell noted. The device was evaluated by a haemonetics field service engineer on march 1 2019. The fse confirmed the customer's complaint for a burning smell within the device, and had found that multiple printed circuit boards had failed as a result. The fse replaced the cpu pcb, driver pcb, safety pcb, top deck pcb, and centrifuge distribution pcb due to component failures. There was no donor involved in the procedure when this failure was detected. This failure had occurred during the power on self test (post) protocol. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
On (B)(6) 2019 haemonetics received a reported complaint from a customer regarding a pcs2 machine which the device operator observed a burning smell and smoke coming from the machine shortly after powering on the device during the power on self test (post) protocol. There was no donor or patient involvement in the procedure. The device operator was not injured as a result of the burning smell and smoke observed. The device was removed from service pending evaluation from a haemonetics field service engineer.